Event description:
The suture was used during a procedure on the shoulder. Reportedly, the suture broke. The surgeon performed a re-operation the same day and applied another suture to correct the condition. The hospital has reported the pt's condition is satisfactory.